Event description:
It was reported the patient experienced a shocking or jolting sensation. The shocking went away when stimulation was off. It was stated that all was fine and the patient turned the implantable neurostimulator (ins) off and when she went to turn back on she started experiencing shocking at the lead/extension site which became worse with decreasing pulse width. It was noted the patient had cervical placement and has migraines and would like the capability to increase all limits to the maximum when needed. Reportedly, on the day of report ¿they could not increase the rate beyond 40.¿ it was suggested to troubleshoot by turning off one lead and see if symptoms go away.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).